Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, (B)(6) 2010; dtba1d1 ICD, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately three weeks post routine device change-out the patient developed a pocket infection and systemic symptoms of endocarditis (fever, chills). Transesophageal echocardiography (tee) demonstrated vegetation on the leads consistent with endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. During the explant procedure the patient became transiently hypotensive during removal of a lead. Tee imaging demonstrated trivial pericardial effusion. The system was replaced five days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.